Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at the time. A procedure form received on (B)(6) 2017 stating that the rv epicardial lead fractured. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).